Manufacturer narrative:
(B)(4). Section g4: the rd065 neopuff spare manometer kit is an accessory of rd900aeu which is sold in the united states of america (USA). The 510(k) of the rd900aeu is k971695. Method: the subject device rd065 neopuff spare manometer kit was returned to our fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility, and our knowledge of the product. Result: the subject device was inspected and performance tested. The device has successfully passed the performance testing at the fisher & paykel healthcare (f&p). No defects were found with returned device. Conclusion: we are unable to confirm the reported event. No defects were found with returned device.

Event description:
A healthcare facility in (B)(6) has reported that the rd065 neopuff spare manometer kit has failed the performance testing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rd065 neopuff spare manometer kit is an accessory of rd900aeu which is sold in the united states of america (USA). The 510(k) of the rd900aeu is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in michigan has reported that the rd065 neopuff spare manometer kit has failed the performance testing. There was no reported patient involvement.